Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv) and the high drain 104 was duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume therefore meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro during use at power up. The patient had no symptoms. The patient did not perform an off cycler manual exchange or fill. The last volume infused equaled 2000ml. The largest prescribed fill volume equaled 2500ml. The patient's ultrafiltration (uf) through the last cycle completed equaled 2848ml. The patient had used two 6l, 4.25% dextrose dianeal solution bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 104 alarm. The rn stated the clinic was aware of the alarm and that the patient's primary rn spoke with him about it. The rn stated the patient has been continuing therapy on the cycler successfully since then. The patient has not reported any other drain volumes or other symptoms that meet iipv criteria. There was no patient injury or medical intervention associated with this event. No allegations were made against any of the patient's dialysis products.